Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. No units of measure were provided. The reporter noted there was not much diluent on board the analyzer at the time the samples were tested. The first sample initially resulted in a na value of 126, which repeated as 141. This sample initially resulted in a cl value of 127.1, which repeated as 108.5. The second sample initially resulted in a na value of 121, which repeated as 136. This sample initially resulted in a cl value of 113.0, which repeated as 98.1. The na and cl electrode lot numbers and expiration dates were requested, but not provided.